Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (20 mg/ml, 3.6 mg/day) via an implantable pump for spinal pain. It was reported the catheter became disconnected from the pump and the patient did not want a revision. The patient wanted the pump programmed to off state. The caller stated they had already forwarded to the manufacturer the completed pump off form. The caller was provided with the a810 pump off code/procedures for today. No symptoms / patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the catheter becoming disconnected was unknown. The patient experienced increased pain as a result of the event. The patient¿s weight was (B)(6). No further complications were reported/anticipated or expected.